Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed and the reported shaft separation was confirmed. The hypotube fractured faces at the separation were ovalled as if kinked prior to separation. The investigation determined the reported difficulty of hypotube separation appears to be related to circumstances of the procedure. Based on the reported information, it is likely that manipulation and/or inadvertent mishandling of the device during advancement through the guiding catheter likely caused the device/hypotube to kink resulting in the reported separation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal left anterior descending artery. A 3.5x12mm nc trek balloon dilatation catheter (bdc) was being advanced into the guiding catheter without resistance; however, the proximal shaft separated. The separated portion was removed with the guide wire and guiding catheter as a unit. The procedure was successfully completed with a new unspecified nc trek bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.